Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b1, b2, h2, h6. The revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone, which led to the reported aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, femoral loosening, and osteolysis could not be determined as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): femoral component cr, porous size 5, - 02-010-04-0350 - 3866284. Fit tibial tray cemented size 5f/4t - 02-012-45-5040 - 4118295. Three peg patella, 38mm - 200-02-38 - 4375898. Logic tib insert impl crc, sz 5, 11mm - 02-012-51-5011 - 4599421.

Event description:
It was reported that this 67 y/o male patient's right knee was revised approximately 3 years post op. The patient was revised due to femur loosening caused by osteolysis from tibia poly and patella wear. All components were removed and revised by other company¿s revision knee. Patient was last known to be in stable condition following the event. Product not returning - disposed at hospital.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, femoral loosening, and osteolysis could not be determined as the devices were not returned for evaluation.